Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the flashcard and handheld. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented main battery cover from seating properly and registering a false open battery latch condition. Although the main battery was swollen, it was able to hold a charge and power the handheld for over an hour. Also during the analysis it was identified that the serial cable had an open electrical connection in the power cable (reported on MFR. Report # 1644487-2013-00811). As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. Product analysis determined that the cause for the break in the serial data cable is unknown.

Event description:
On (B)(6) 2013 it was reported that the handheld does not hold a charge anymore and must be plugged into the outlet in order to use it. The manufacturer's consultant attempted to charge the handheld using his power adapter for quite some time but the device still would not hold a charge. It was noted that no user mishandling occurred; the handheld is always kept securely in the office when not in use. The handheld and flashcard were returned to the manufacturer on (B)(6) 2013 for product analysis. Product analysis is still underway and has not yet been completed. It was noted that the reason for the return of the programming system was because of the "faulty handheld."

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.